Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited loss of capture and loss of sensing. Possible lead damage and lead dislodgement were suspected due to an unrelated procedure in (B)(6) 2017. The device was reprogrammed. No further information is available.